Event description:
It was reported that while using bd max¿ system, bd max¿ instrument discrepant results occurred. The following information was provided by the initial reporter: "field apps comes for support for an issue with the esbl kit from checkpoint that is providing discrepant results between runs (500 & 501) for shv (585/630) and ctx m2 (530/565). It concerns high CT results. Hazard, injury or erroneous results? Yes. Discrepant results between different runs with the same specimen. Checkpoint esbl kit, shv & ctx m2. It appears to be related to the limit of detection, results cut off to negative due to thresholds not being reached."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: the complaint of "checkpoint esbl - discrepant results" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The curves in question were reviewed. The customer is running a user defined protocol and the curves are occurring around the limit of detection. The negative samples often showed low level amplification, indicating that the instrument is performing as expected, but the sample is fluctuating around the limit of detection. The customer tried to plate some of the samples that tested positive, but did not see growth. Bd service recommended that environmental monitoring be performed. Due to laboratory restrictions, they cannot perform environmental monitoring. This issue may be related to environmental contamination, however the root cause could not be concluded with the information present. This issue is unable to be confirmed with the information present. The instrument was installed in 2021 and has undergone a number of service interventions and maintenance since installation, so no review of the DHR is required. The service history of this instrument was reviewed and there was a similar issue reported of low level positives in july 2022. Bd visited the site and ultimately a CT cutoff value was set to assist the customer. No new risks, trends, or hazards were identified. No parts were returned or replaced as a part of this investigation. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument discrepant results occurred. The following information was provided by the initial reporter: "field apps comes for support for an issue with the esbl kit from checkpoint that is providing discrepant results between runs (500 & 501) for shv (585/630) and ctx m2 (530/565). It concerns high CT results. Hazard, injury or erroneous results? Yes discrepant results between different runs with the same specimen. Checkpoint esbl kit, shv & ctx m2. It appears to be related to the limit of detection, results cut off to negative due to thresholds not being reached."